Event description:
A customer contacted baxter's technical service center and reported that the homechoice (hc) is overfilling. The home patient (hp) felt bloated during the last fill. The nurse manually drained 4000ml and the fill volume was 2500ml; this meets increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) will swap the hc. The probable cause was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of iipv/over-delivery.